Manufacturer narrative:
Pt allegedly fell out of the stretcher and was injured. Further info is not available at this time. The customer allowed the stryker service tech to inspect the unit but did not want the unit repaired at this time. Mfrs investigation is still ongoing; if add'l info is received, a follow-up report will be submitted.

Event description:
It was reported by service report that a pt allegedly fell out of the stretcher and was injured. There was pt involvement and adverse consequences were reported.